Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report for information inadvertently left out. Corrected fields: d10, h6 - medical device problem code. Updated fields: h3, h6, h11. The basket wire section of the device was returned to olympus for inspection. Upon evaluation, it was confirmed that the wire at the insertion section had broken at the connection point on the basket wire side. In addition, the basket wire was deformed. The reported operating wire breaking at the joining part in the middle was confirmed. On the other hand, the reported breaking of the control pipe and control wire joining part could not be confirmed as the relevant sections of the control pipe and control wire joints were not returned. Based on the results of the investigation, the reported events and the identified malfunction are inferred to have occurred through the following mechanism: 1. Due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2.due to the described above ¿1¿, the basket was deformed, causing the weld on the operating pipe side to fracture. 3. Subsequently, when attempting to crush the stone using the bml-110a, the weld on the basket wire side fractured. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that a patient underwent stone removal via endoscopic retrograde cholangiopancreatography for a suspected large and hard calcium calculus measuring just under 20 millimeters as noted on a computed tomography image. Cannulation and endoscopic biliary sphincterotomy (est) were performed and then lithotripsy was attempted using the single use mechanical lithotriptor. However, the calculus was hard and the control pipe and control wire joining part broke. After removing the endoscope, fragmentation was then attempted using a reusable mechanical lithotripter, but this time the operating wire of the single use mechanical lithotriptor broke at the joining part in the middle. Since a part of the basket section and control wire remained inside the body with the calculus in its grip, additional procedures were performed to retrieve it using additional est and biopsy forceps, but it was not successful. There was a delay of over 30 minutes, and the original procedure was stopped. The operation was completed with removal of the calculus along with the basket by laparotomy, and no residual basket section and control wire remained in the body. The patient appeared stable postoperatively. It was reported that there appeared to be no problem with how the device was used. The physician who touched the recovered calculus had the impression that it was quite hard and commented that he does not believe this case was caused by a product anomaly. There was no malfunction observed with the reusable mechanical lithotripter.

Manufacturer narrative:
A2 - it was reported the patient is in his 60s. E1 -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.